Manufacturer narrative:
The field service engineer could not find a cause. He performed a photomultiplier high voltage performance testing and a blankcell calibration. All values were within range. The investigation did not identify a product problem.  The cause of the event could not be determined.  The quality control results were acceptable. The customer's centrifuge spin speed was faster than recommend and spin time was shorter than recommended.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys hcg stat test system result for one patient sample from the cobas 6000 ul module. The initial result was 2.18 miu/ml and was reported outside of the laboratory. The doctor questioned the result as the patient was pregnant. The repeat result was 502 miu/ml. The reagent lot number was 45804501 with an expiration date of 30-jun-2021.